Event description:
Pt reported she changed ms3 pump on monday evening (B)(6) 2017. Pt experienced sharp chest pain tuesday evening, and when she went to change ms3 pump cartridge before going to ER, realized volume in syringe was full even though pump showed it was running with no alarms. Pt went to ER, used back up pump and was observed for a few hours and sent home. We are shipping out a new pump via courier today, and sending pump return kit for her to ship defective pump back to pharmacy very serious malfunction. Pump is cadd-ms3 sn (B)(4), due for maintenance on (B)(6) 2017. Pump malfunction led to ER visit for chest pain. Dose or amount: remodulin 27.78 ng/kg/min, frequency: continuous, route: sub q. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.